Manufacturer narrative:
The device has not been returned for evaluation, should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
One speed was inserted appropriately during lapidus procedure dos, model and lot number unknown. Follow-up x-ray (unknown date) revealed that implant had broken. Patient did require revision surgery, details of surgery unavailable at the time of this report. If additional information pertinent to this incident is obtained, a supplemental report will be submitted.